Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that while in a clinical study using drill microraptor hard bone, the patient suffered a right hip locking. An MRI was prescribed to the patient and the outcome of the patient is unknown at the moment. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that, while in a clinical study using a drill microraptor hard bone, the patient suffered a locked right hip 14 months after the procedure and required medication as treatment. An MRI was prescribed to the patient. Patient's recovery is ongoing. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The patient impact beyond the reported event could not be determined based on the limited information provided. Since it was reported the patient's recovery is ongoing, no further clinical medical investigation is warranted at this time. Should any additional relevant medical information be provided, this complaint will be re-assessed. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.